Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted after new information has been received. The device was investigated by a maquet service technician: customer stated the rotaflow would not run on battery for the specified time while on a patient. Service observed the system and determined the battery was due for replacement. The led board was also replaced due to battery led not illuminating. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this as a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4). The customer stated the rotaflow would drop the voltage to 19 volt. Customer swapped rotaflow console with a backup console. No harm to the patient was reported.